Event description:
Spontaneous call: inbound call from (B)(6). Inquiring about patients dosing information for ivv. Dose 36 nkm, pt weight: (B)(6) kg, concentration: 60,000 ng/ml, pump rate 69 ml/24 hr. Patient went into ER for line malfunction. Md was made aware. Reported to (B)(6) by health professional.